Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up the cardiosave intra-aortic balloon pump (iabp) is unable to boot up/ high pitch noise. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the issue. Unit took saline damage to the power board and solenoid board. Replaced boards with customer supplied parts. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.